Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. With a posterior prolapse and posterior flail. During the procedure, the physician said the steerable guide catheter (sgc) was "not good", when they went to solve the aorta hug, they used "+" to less than 11 clock, the "+-" knob automatically returned to natural state. They tried several times, only when the "+" was over 12 clock, it was stable. The physician advanced the clip delivery system (cds) but it was difficult to grasp enough of the leaflets and mr was not significantly reduced. Reviewing imaging, it was thought that the leaflets had been injured from grasping. The procedure was ended at that point with mr unchanged at grade 4.

Manufacturer narrative:
All available information was investigated, and the reported difficulty grasping the leaflets could not be replicated in a testing environment as it was related to patient and/or procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to multiple grasping attempts and the unchanged mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was performed. There is no indication of a product issue with respect to manufacture, design or labeling.